Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusions and the contact performed their own troubleshooting. There was no reported impact to the blood glucose level. The contact declined to provide further information.